Manufacturer narrative:
H.6 - the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
Same case as MFR's report # 6000093-2006-02553. It was reported that 125 days after implantation of a 2.75x20mm and a 3.0x24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the mid and distal right coronary artery (rca). Angiographic views "demonstrated that the vessel was calcified with 70% mid portion disease and 95% stenosis distally." The lesions were pre-dilated with a 2.5x15mm maverick balloon, inflated to 6 atm for 30 seconds. A persistent stenosis of 40-60% was noted. A 2.75x20mm taxus express2 drug eluting stent was "advanced distally and deployed at 17 atm for 30 seconds resulting in 0% residual stenosis in this area." A 3.0x24mm taxus express2 drug eluting stent was deployed in the mid rca at 14 atm for 30 seconds "resulting in 0% residual stenosis in this area." It was noted that proximally, "some residual disease" was noted that was "felt to be acceptable and not requiring intervention." The pt reportedly "had some minor residual chest pain but no residual changes." The pt received heparin during the procedure. No complications were reported. The pt presented 125 days after the initial procedure with exterinal angina and a 70% mid and 85% distal rca in-stent restenosis. A 3.0x12mm quantum balloon "was positioned within the distal stent and inflated at 16 atm for 50 seconds." The balloon was then "positioned in between stents and again inflated at 16 atm for 20 seconds." "A 10% residual stenosis was noted in the distal stent." A 3.0x8 mm taxus express2 drug eluting stent was deployed at 17 atm for 20 seconds in the mid rca, "resulting in 0% residual stenosis." It was reported that "flow in the vessel was good" and "there was no dissection or haziness suggestive of clot." The pt "left the cardiac catheterization lab in stable condition." The pt received heparin, morphine and verapamil during the procedure; and plavix and aspirin after the procedure. No further complications were reported.